Event description:
New information was received that the right ventricle (rv) lead was subsequently replaced on (B)(6) 2026 and patient was symptomatic.

Event description:
New information was received that the right ventricle (rv) lead was explanted on (B)(6) 2026 and patient experienced dizziness.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece. Visual examination found an external abrasion breaching the outer insulation and exposing the outer coil consistent with friction to the device can located at the proximal region of the lead. The cause of the reported event was isolated to the exposure of the outer coil in the abrasion zone.

Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that patient presented to clinic for follow up, it was noted that the right ventricle (rv) lead exhibited intermittent high frequency noise that was over sensed and resulted in pacing inhibition. The rv lead was reprogrammed. The patient was stable throughout.